Event description:
It was reported that the insulin pump was dropped a few times. It was stated that the device alarmed and the drive support cap is broken. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alarmed during basic occlusion test due to a protruded/loose drive support disk. A cracked display window, scratched lcd window and cracked reservoir tube lip was noted.